Event description:
Revision surgery revealed that the axle was turned too far around and the bumper was forced into place.

Manufacturer narrative:
Summary of evaluation: the information provided, including "that the axle was turned too far around and the bumper was forced into place," and the examination results indicate that this event is not device related but rather is associated with the surgeon deviating from the documented surgical technique.